Event description:
It was reported from labor and delivery that during labor the delivering mother received a fentanyl epidural of 24 ml over one hour instead of the intended 12ml. The medications infusing were fentanyl 6mcg/ml and ropivacaine .25%in 50ml normal saline syringe. This resulted in a serious injury. The mother experienced upper extremity weakness, hypotension and significant anxiety. When the issue was discovered the epidural infusion was stopped, mother repositioned, and oxygen administered per nonrebreather mask. Treatment was successful and mother was discharged. This is the mothers file.

Manufacturer narrative:
The customers complaint of reported over infusion was confirmed during review of the device logs. The pcu device was received with the instrument seal broken. The right (male) iui was observed with damaged isolation ribs. No anomalies were observed with any of the electrical components. Functional testing performed by replicating the customers incident infusion observed the pca module infusing as programmed. Alaris system maintenance (10.33.0) with the customer¿s returned pcu device was used to test the returned pca module for plunger force accuracy, plunger position accuracy and barrel clamp accuracy all test passed. No errors or malfunctions were recorded on the pcu or pca logs on the day of the customer complaint. The profile in use was ¿cfcv12-6-10 zzepidural ¿ the pcu was powered on (B)(6) 2020 at 8:34 am. At 8:35 am the source pca module was selected for programming, a bd 50ml syringe with a syringe volume of 45.97ml was read, a fentanyl/ropivacaine (drug ID 1) was programmed as a pca and continuous infusion: with the following parameters: pca dose 5ml, continuous dose 12ml/h, max limit 22ml/1h and the infusion was started. At 8:35 am the pcu alarmed for battery discharge and the user connected the pcu to ac source to clear the alarm. At 8:39 am the pca module was restarted. Pvi at the time 0ml. At 8:44 am a pca dose request (5ml) was requested and delivered. Pvi after completed dose request 6.03ml. At 9:49 am the pca module was channeled off. Pvi at the time 18.33ml. The root cause of the customer report of an overinfusion was determined to be due to user programming. It was not stated from the customer that the bolus dose of 5ml was part of the intended programming. A review of the device history record showed the device had a manufacture date of 09/25/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for 15030046 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the 15030046 which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a patient experienced over infusion from device. Device was set for 50m only was supposed to get 12m, but the patient got 24m phenol. Patient went on at 8:35am and went off at 9:50am. No patient was harm.

Event description:
It was reported from labor and delivery that during labor the delivering mother received a fentanyl epidural of 24 ml over one hour instead of the intended 12ml. The medications infusing were fentanyl 6mcg/ml and ropivicaine .25%in 50ml ns- in 50ml syringe.the mother experienced upper extremity weakness, hypotension and significant anxiety. When the issue was discovered the epidural infusion was stopped, the mother was repositioned, and the mother was administered oxygen per a nonrebreather mask. The infant experienced decelerations in fetal heart rate, and the infant was delivered approximately 15 hours after the concern with the infusion pump. The infant scored 6 out of 8 on the apgar test, and experienced transient tachypnea of the newborn (ttn) and was transferred to the neonatal intensive care unit. The infant did well and mother and infant were discharged.

Manufacturer narrative:
The customers complaint of reported over infusion was confirmed during review of the device logs. The pca module was received with the instrument seal intact. The right (male) iui was observed with corrosion and dry fluid residue. Internal inspection observed no anomalies with any of the electrical or mechanical components. Functional testing performed by replicating the customers incident infusion observed the pca module infusing as programmed. Alaris system maintenance (10.33.0) with the customer¿s returned pcu device was used to test the returned pca module for plunger force accuracy, plunger position accuracy and barrel clamp accuracy all test passed. The root cause of the customer report of an overinfusion was determined to be due to user programming. A review of the device history record showed the device had a manufacture date of 07/14/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional info: event. Correction: date rec¿d by MFR.

Event description:
It was reported from labor and delivery that during labor the delivering mother received a fentanyl epidural of 24 ml over one hour instead of the intended 12ml. The medications infusing were fentanyl 6mcg/ml and ropivicaine .25%in 50ml normal saline syringe. This resulted in a serious injury. The mother experienced upper extremity weakness, hypotension and significant anxiety. When the issue was discovered the epidural infusion was stopped, mother repositioned, and oxygen administered per nonrebreather mask. Treatment was successful and mother was discharged. This is the mothers file.